Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "textured" against left device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Although the device has a broken and an opening in the anterior side assessed as surgical damage anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. Wear abrasion observed in the shell. Yellow particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "rupture" and "textured" against left device. The device has been explanted and replaced.

Event description:
The device has been replaced.